Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast lumps. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent an unspecified breast prosthesis implantation procedure with two 300cc mentor memorygel breast implants, suffered left breast implant rupture and bilateral breast mass, post-operatively. As a result, the patient was scheduled for bilateral implant explantation on (B)(6) 2020. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the patient had undergone bilateral replacement with the following devices: (left) 350cc mentor memorygel breast implant catalog: 3503504bc lot: 9421069 sn: (B)(4) and (right) 375cc mentor memorygel breast implant catalog: 3503754bc lot: 9418595 sn: (B)(4). Mentor also became aware that the right breast implant was also ruptured. Reason for device explant and/or reoperation: material rupture manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.